Event description:
Customer reported a repeatedly positive advia centaur troponin ultra patient result to the physician which did not fit the patient's clinical picture. The patient's sample was positive over several draws. The customer diluted the patient samples and upon repeat, the result was negative. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin ultra results.

Manufacturer narrative:
The cause for the falsely elevated troponin ultra results is unknown. The sample from this patient has been requested for further investigation. The instrument is performing within specifications. No further evaluation of the device is required.